Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation. Last august there was shocking every "few" seconds. The shocking sensation went away after the device was reprogrammed. The pt also had a loss of therapeutic effect. The device was reprogrammed every 3-4 months, and it had just been reprogrammed the past tuesday. The pt still had nausea after the reprogramming. There was no known accident or incident related to the nausea. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.